Event description:
In 2008, the patient reported his stomach is broken out with small red bumps since he began using insulin infusion sets from a new lot. He stated his entire stomach is broken out but the bumps are significantly worse where the set adhesive touches his skin. The patient stated he is allergic to alcohol, so he washes his site with soap and water. He said he allows the site to air dry prior to inserting his infusion headset with an insertion device. He stated he rotates his sites and last changed his headset on two days prior to original date. The patient said he has a history of allergies. The patient was sent a new box of infusion sets to see of it would resolve the issue. Repeated further attempts to contact the patient were unsuccessful. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.